Event description:
The customer reported that a physician questioned a depressed sodium (na) result that was obtained on a neonatal patient sample on an atellica ch 930 analyzer. Several hours later, the customer reprocessed the sample on an alternate atellica ch 930 analyzer. However, since the sample was uncapped for several hours, the physician questioned the stability of the sample and did want the repeat result reported. The patient sample was redrawn and tested on the alternate atellica ch 930 analyzer. The new sample recovered higher than the initial result. The customer indicated that the result obtained on the new sample most accurately reflected the patient's status. There are no known reports of patient intervention or adverse health consequences due to the depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a physician questioned a low sodium (na) result that was obtained on a neonate patient sample on an atellica ch 930 analyzer. Quality controls recovered within the package insert ranges at the time of the event. Siemens remotely reviewed instrument data and did not find any issue. The customer performed a correlation study between both atellica ch 930 analyzers to see how the values compared, which recovered within acceptable ranges. An integrated multisensor technology (imt) auto check was successfully performed. Standard a and standard b cycles were performed trice and no issues were seen. The peristaltic pump tubing was aligned. Remote service center (rsc) advised the customer that the dilution check factor value prior to 09-jun-2022 was 1.016 and current factor value is 0.999 and educated the customer on the importance of a dilution check. Siemens further investigated the event and determined that the calibration was acceptable during the time of the event. Siemens concluded that sample specific variables, due to poor sample quality and presence of gel or fibrin, combined with cellular components contained in the plasma portion of the sample including red cells, platelets, and buffy coat material, potentially contributed to the low na result. The analyzer is performing within specifications. No further evaluation of the analyzer is needed.